Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had a low volume alarm on the 16th of january and was refilled and everything was reset, but the patient was still alarming hourly. The hcp stated they checked the logs and no alarms were showing up. The hcp confirmed that the patient did not have any recent imaging. An agent reviewed how to silence the active alarm and the issue was resolved with troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.